Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by internal medical director, with the following impression: this is a complicated case and was performed outside the IFU (instructions for use) criteria, rupture and very unfavorable anatomic pathology. The end result could have been predicted due to the complexity of the case. The implanted devices are not designed for this type of case; however, there is no indication that there were device issues. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation findings, the cause for the reported endoleak is determined to be likely related to the patient challenging anatomy. The cause of death is unknown. There is no indication that implanted devices were a factor in this event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Outcomes attributed to adverse event - estimated date. Date of event - estimated date. Device remains implanted in patient.

Event description:
It was reported that post-implant of a bifurcated device, two infrarenal and two suprarenal aortic extensions, the patient presented emergently and died. Reportedly, during the initial procedure performed approximately 24 months ago, a bifurcated device and an infrarenal aortic extension were implanted. Approximately 4 months post initial implant, the patient came back and two suprarenal, one infrarenal, and one limb extension were additionally implanted. At the time the patient presented reportedly emergently ((B)(6) 2013), a computed tomography scan revealed disconnection between one of the aortic extensions and the bifurcated device, resulting in an endoleak. The intervention performed to treat the endoleak, and the result of such intervention, are unknown at the time of this report. The cause that led to the patient's death is also unknown.